Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose levels. The customer¿s blood glucose levels were 200mg/dl, 300 mg/dl, 286 mg/dl and 400 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with the insulin pump. The customer did not mention any symptom related to high blood glucose level. Customer declined troubleshooting for high blood glucose level. The customer reported that they were unable to enter the auto mode on the insulin pump at the time of the incident. The insulin pump will not be returned for analysis.